Event description:
It was reported that the patient presented remotely. Upon review, the pacemaker, the right ventricular (rv) lead, and the atrial lead exhibited noise oversensing due to electromagnetic interference. No intervention was made. The clinic would continue to monitor the device and the leads. There were no patient consequences.